Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report several reservoirs that have were bent, had bent needles on the transfer guards, and reservoirs that had air bubbles. The customer's blood glucose level was unknown. Some of the customer's reservoirs were replaced and returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated four opened/used reservoirs. Performed visual inspection and found the transfer guards' needles were not centered. The transfer guard needles were found to not be parallel to the transfer guard body axis. Also, performed pre-fill reservoir testing, and the reservoirs passed per inspection. No air bubbles were observed during analysis. Checked the o-rings for defects and none were found. The reservoirs connected/locked in place properly and no air bubbles were noted.